Event description:
It was reported that during a donor nephrectomy procedure, the device was placed around the renal vein. In doing this it was noted that an unformed staple had fallen from the cartridge. The device was removed and the surgeon attempted to dry fire the device outside the patient. The device had locked out and could not be fired. Due to the nature of the operation a new device was opened. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Cartridge lockout tab. Additional information was requested and the following was obtained: when the staples fell out of the device did this occur prior to firing the device?yes. Did the staples fall out when the staple retaining cap was removed? Not that was noticed. The first loose staple was noticed laparoscopically as the stapler was being positioned around the vessel. The analysis showed that the device was received in good visual condition and with a reload present. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The reload was installed without any difficulties and did not fell out during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.